Event description:
It was reported that when a patient presented for a device change-out, externalized conductors just distal of the trifurcation were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient received no further issues post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.